Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.